Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 3 years 2 months post implant of this pulmonary bioprosthetic valved conduit, the device was replace valve-in-valve with a transcatheter pulmonary valve (tpv) for unknown reasons. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.